Manufacturer narrative:
(B)(4). Batch # p91e8a. Additional information was requested and the following was obtained: were there any patient consequences? Nothing happened to the patient as this was just before inserting in to the trocar. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components and with excessive dried body fluids. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues; the shaft could not be disassembled due to the dried body fluids, remaining clips could not be verified. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that clip is not lodging, got stuck, unable to deploy clip. Device not working.